Event description:
It was reported that since (B)(6) 2013, the pt, implanted in 2000, is experiencing loud sensations and facial stimulation when the speech processor is put on. When the pt puts off the speech processor she hears humbling sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.